Event description:
Event description guidant received information that this device, which is on an advisory, could not be interrogated. The physician will put in a temporay pacemaker and change out this device.